Event description:
It was reported "customer shared that the powerglide pro rt kit had an extension set that was missing the purple clamp from the line. It was replaced with another extension set."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regs0682 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing clamp was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a powerglide pro extension set. The extension set was attached to an implanted 20ga x 8cm powerglide pro midline catheter. A needleless injection cap and syringe were attached to the extension set. No clamp was visible on the extension tubing. The tubing appeared intact and unremarkable. No clamp was evident on the extension tubing of the depicted sample; however, inspection of the photograph was insufficient to identify the root cause. Consequently this complaint is confirmed as 'cause unknown' at this time. The photograph has been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported "customer shared that the powerglide pro rt kit had an extension set that was missing the purple clamp from the line. It was replaced with another extension set."